Event description:
Percutaneous revascularization of target limb. During initial treatment using suspect medical device, physician also treated lesion with device manufactured by foxhollow technologies. Recurrent disease in cryo segment (peroneal) 5 months post initial treatment that included atherectomy and cryo. Procedure repeated using laser/cryo. Pt currently doing well & healing foot.